Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with dizziness. System evaluation identified noise and elevated impedance and threshold measurements on the atrial channel. An x-ray revealed a lead fracture. A revision procedure will be scheduled. No adverse patient effects were reported.